Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption number e2014015. Total number of events summarized: 132. Aris - 111. Supris - 12. Omnisure - 7. Minitape - 2 - attachment: [otn_feb_mar_2016.s.zip].

Event description:
As reported to coloplast, though not verified, patient's legal representative stated uti, frequency, dyspareunia.